Event description:
Event description cpi received information that the physician was unable to obtain p-wave measurements with this implantable cardioverter defibrillator (ICD) and sensing problems were observed. A new rs lead was placed. During placement of this lead, the ICD exhibited additional oversensing resulting in inhibition. Patient is pacemaker dependent. The ICD is being replaced.